Manufacturer narrative:
Device not returned. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of 3 years. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The explanted device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Based on the operative report provided, the explant was due to severe mitral stenosis, mitral regurgitation and endocarditis due to infected pacemaker leads. The subject valve was excised in the usual fashion with sharp dissection and then irrigated copiously. A 29 mm edwards was seated satisfactorily; valve tested and looked good. Epicardial leads are placed for pacing. The patient already had existing pacemaker leads preoperatively. The patient was then weaned off bypass. First time was a little shaky, with need for svr drugs. We started some vasopressin, went back on the pump and then weaned again easily. Patient was connected to monitors and transferred to the ICU in stable condition. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the operative report, the patient had an infected pacemaker leads, which were previously removed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information.